Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm found the pump console latch to be operating correctly. There was lubricant present on the latch but additional super lube was added. The stm advised the customer to be sure the pump console was seated firmly in the cart after removal and to check the ac power and battery charging indicator lights on the cart for confirmation. There were no repairs performed. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had batteries that would not charge. The customer states this occurred twice in three days. After both occurrences, the clinical engineering department found the iabp disconnected from the hospital cart. This was discovered by the clinical staff prior to use on a patient, there was no patient involvement.